Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-04590, 2134265-2016-05248. (B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. The patient underwent a stress test that was abnormal and was referred for cardiac catheterization. Subsequently, index procedure was preformed. Target lesion # 1 was a de novo lesion located in the distal portion of saphenous vein graft (svg) to second obtuse marginal branch (om2) with 95% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. Target lesion # 2 was a de novo lesion located in the distal portion of svg to right posterior descending artery (r-pda) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 1 was treated with pre-dilation and placement of a 4.00x16.00mm promus element plus drug-eluting stent (des.) Following post-dilation, residual stenosis was 0%. Target lesion # 2 was treated with direct placement of a 3.00 mm x 24 mm promus element plus des, with 0% residual stenosis. The next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented due to chest pain and was subsequently referred for cardiac catheterization. A 95% stenosis, an isr of previously placed 3.5x16.00mm and 3.00x32.00mm promus premier stents in the mid portion of svg to r-pda and 85% stenosis, isr of previously placed 4.00x16.00mm promus premier stents in the proximal portion of svg to r-pda, were treated with 4.0x20.00mm and 4.0x32.00 mm promus des respectively. The next day, the event was considered resolved.